Event description:
Customer reported to a lensar distributor clinical application specialist that a patient had a radial tear in both eyes and the doctor had to proceed to perform a vitrectomy.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.